Event description:
On (B)(6) 2025, during a dsa fluoroscopy, the original inferior vena cava (ivc) filter was observed to be displaced into the right pulmonary artery trunk during deployment. On (B)(6) 2025, an endovascular ivc filter retrieval via femoral approach was attempted; however, retrieval was unsuccessful. The patient also experienced interoperative chest pain and hemodynamic instability. Therefore, the operation was converted to emergent open-heart surgery. During the procedure, pericardial tamponade and clots were observed. The filter was able to be removed; however post-bypass, the patient had no urinary output, dilated pupils, and absent pupillary reflexes. Repeated hemostasis attempts were performed due to severe wound seepage, and the patient was given blood products for intervention. It was reported that the bleeding could not be controlled and the patient subsequently expired.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no sample was returned two medical images were provided for review. The provided images show a filter that is not fully expanded with what appears to be crossed limbs. The images also show the filter had migrated and appears to be embolized in the pulmonary artery. Therefore, the investigation is confirmed for the reported migration as the medical images show the filter migrated to the pulmonary artery. The investigation is also confirmed for the identified expansion issue as the filter is noted to no be fully expanded in the images. However, the investigation remains inconclusive for the reported removal issues as no evidence was provided to confirm the failure. Additionally, no medical records were provided to confirm the patient death. It is likely the identified expansion issues contributed to the confirmed filter migration however it is unknown why the filter did not fully expand. The filter embolizing in the pulmonary artery likely contributed to the reported removal issues and procedure required to remove the filter. However, the definitive cause of the event could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. The catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. B2, b3, b5, g3, h6 (patient). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a dsa fluoroscopy, the original inferior vena cava (ivc) filter was observed to be displaced into the right pulmonary artery trunk. On (B)(6) 2025, an endovascular ivc filter retrieval via femoral approach was attempted; however, retrieval was unsuccessful. The patient also experienced interoperative chest pain and hemodynamic instability. Therefore, the operation was converted to emergent open-heart surgery. During the procedure, pericardial tamponade and clots were observed. The filter was able to be removed; however post-bypass, the patient had no urinary output, dilated pupils, and absent pupillary reflexes. Repeated hemostasis attempts were performed due to severe wound seepage, and the patient was given blood products for intervention. It was reported that the bleeding could not be controlled and the patient subsequently expired.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B2 (date of death), b5, g3, h6 (device). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a dsa fluoroscopy, the original inferior vena cava (ivc) filter was observed to be displaced into the right pulmonary artery trunk during deployment. On (B)(6) 2025, an endovascular ivc filter retrieval via femoral approach was attempted; however, retrieval was unsuccessful. The patient also experienced interoperative chest pain and hemodynamic instability. Therefore, the operation was converted to emergent open-heart surgery. During the procedure, pericardial tamponade and clots were observed. The filter was able to be removed; however post-bypass, the patient had no urinary output, dilated pupils, and absent pupillary reflexes. Repeated hemostasis attempts were performed due to severe wound seepage, and the patient was given blood products for intervention. It was reported that the bleeding could not be controlled and the patient subsequently expired.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an inferior vena cava filter implantation procedure using the denali filter. Post procedure on (B)(6) 2025, it was found that ivc filter was displaced into right pulmonary artery trunk. It was reported that the removal was deemed difficult and extremely high risk. The patient allegedly experienced unstable blood pressure and heart rate, chest pain, bleeding and thrombus. It was further reported that patient underwent open chest surgical intervention. Current status of the patient is unknown.